Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the biopsy channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the foreign material could not be analyzed as the substance was not available for sampling. The most probable cause of the issue was due to component failure, expected or random component failure without any design or manufacturing issue. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.